Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Just for clarification, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Will the device eventually be able to be returned? If yes, to whom can we send a return shipper kit for return of the device?

Event description:
It was reported that during a liver resection procedure, the surgeon firing white reload on liver. Reported that stapler only fired part of the way. Rnfa took device out and tried to fire again. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: device partially deployed staples and cut line and then staff said locked out. Staff reported that it did not cause any patient consequences.